Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported issues with the sensor. She stated the sensor readings have been off 30 points or more. Customer was advised of probably causes. Customer states she calibrates three to four times a day and ensures blood glucose was level with virtually no active insulin. Customer states the blood glucose tends to drop too rapidly. No further information reported.